Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: while bending the plate on (B)(6) 2013, reportedly the plate broke from the screw hole. The surgeon tried to bend the plate only in one direction. The hospital had small x-plate and the fracture was fixed using the x-plate. This is 1 of 1 report for complaint #(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. Review of finished product device history record determined that this order met all dimensional and visual criteria at the time of release, with no irregularities documented during manufacturing that would have caused or contributed to this complaint condition.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: device returned 07/25/2013. No investigation possible due to loss of material. The investigation of the complaint for the navicular plate is not possible. The cause of this malfunction cannot be determined.